Event description:
The customer reported that the live monitor intermittently went black. This issue would prevent the live image from being viewed, thereby making the system unusable. There is no report of injury or death associated with the event description in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The coin batteries, fluoro functions board (ffb) and mainframe power supply ps1 were evaluated and replaced. The system was tested and found to be working as intended and returned to service.